Event description:
It was reported that during a gastric sleeve procedure, the metal shroud on the right proximal end of the reload (closest to an unfired sled) was falling off and the drivers were falling out of the device. This was noticed before the patient was in the room and was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results that one (B)(4) reload was received with the pan partially detached at proximal end. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.